Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and was not delivering pacing as expected. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.